Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone breast augmentation revision with two 500cc mentor smooth round high profile saline breast prostheses, suffered spontaneous breast implant deflation on an unspecified breast, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 9580876 sn: (B)(4) and (right) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 9430282 sn: (B)(4). Since it was not specified which side was ruptured, both the left and right implant serial number will be provided.

Manufacturer narrative:
On october 12, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 3, 2021, mentor received additional information indicating that the patient was actually noted to have a right breast implant rupture and during the explantation surgery, the left breast implant broke. The suspect medical device has been designated to the right side implant and the serial number has been populated. Since both the right and left breast implants were returned (same lot numbers) and no indication on which one belonged to the right breast, both devices were investigated. On november 5, 2021, the product investigation was completed. (Device a) device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant had a crease/fold on the posterior view. Additionally, a tear was identified within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. (Device b) device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 500cc breast implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).